Manufacturer narrative:
This report is submitted on january 11, 2024.

Event description:
Per the clinic, the patient experienced a migration of electrode array. The patient underwent revision surgery under general anesthesia on (B)(6) 2022 in order to reinsert the electrode array. The implanted device remains.